Event description:
A hospital (B) (6) reported that the heated wire circuit in an rt240 adult breathing circuit was not working. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The device is en route to the manufacturer for inspection. We will provide a follow up report.